Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has to manually turn her implantable neurostimulator (ins). It flips vertically when she is laying down on her side and she has to turn it back around flat when she gets up. This occurs daily. No trauma or falls were related to this event. The patient did not report and weight loss or gain. The ins started moving in the pocket (B)(6) 2015. Additional information has been requested regarding cause of flipping and actions/interventions, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Follow up information received from the patient reported that the device had flipped. If additional information is received, the event will be updated.

Event description:
Additional information received from the patient reported that the ins would ¿stand up on it¿s end¿ and that their spouse would have to rub the top of the ins back in place which was very painful. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that it was not the first time the device had moved as it moved often when they are getting into bed. The patient contacted the surgeon that implanted the device but they did nothing to correct it and the issue had not resolved. If additional information is received, a follow up report will be sent.